Manufacturer narrative:
Device evaluated by manufacturer: device analysis of the returned device revealed stent damage, a hypotube kink and balloon partially inflated. A visual and microscopic examination identified that the stent delivery system (sds) was returned without the stent attached. The stent was returned inside a plastic vial. Visual and microscopic examination of the stent found the stent struts were both raised and stretched. The middle section of the stent was severely stretched. The hypotube was kinked at 140mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon appeared to be partially inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during prep for a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery. The 3.50 x 16mm promus element mr stent was being prepared to treat the target lesion when the stent came off the catheter during pre-delivery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during prep for a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery. The 3.50 x 16mm promus element mr stent was being prepared to treat the target lesion when the stent came off the catheter during pre-delivery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.